Manufacturer narrative:
Corrected information: initial reporter. Investigation summary: a review of the complaint history, device history record, specifications, and quality control were conducted during the investigation. The complaint devices were not returned; therefore, no physical examination could be performed. No photos were provided. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned, and the results of our evaluation, a definitive root cause cannot be established at this time. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). K124030. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the area representative that while the cook® single-use holmium laser fibers were in use during a laser lithotripsy procedure the fibers were not lasting very long and they were shredding. There was no unintended section of the device that remained inside the patient¿s body. No additional procedures were required due to this product issue. There were no adverse effects or consequences to the patient. Additional event, patient and device information has been requested from the user facility.